Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 30 mm amplatzer septal occluder was chosen for procedure using an amplatzer torqvue delivery system on (B)(6) 2022. There were no issues during device preparation. During procedure, the device presented with a bulging shape and when the user attempted to remove the device, the device disconnected from the cable, embolizing into the patient's left atrium. The device did not occlude the patient's blood flow. The patient immediately became unstable. The patient went into cardiac arrest while waiting to transfer to cardiac surgery. Defibrillation efforts were made and were unsuccessful and the patient passed away. No additional information was provided.

Manufacturer narrative:
An event of device deformity during deployment was reported. A returned device assessment could not be performed as the device was not returned for analysis. One image was received from the field which appeared to show an occluder detached from the delivery cable with a deformation. Based on the information received, the cause of the reported deformation could not be conclusively determined, but may have been due to the larger sized sheath being used to deliver the occluder. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, a 12f delivery system was used in the procedure. Please note, per the amplatzer septal occluder instructions for use: the recommended size delivery system for use with a 30 mm amplatzer septal occluder is a 10f.

Event description:
This event is being reported for bulging shape and embolization of the 30 mm amplatzer septal occluder it was reported a 30 mm amplatzer septal occluder was chosen for procedure using an amplatzer torqvue delivery system on (B)(6) 2022. There were no issues during device preparation. During procedure, the device presented with a bulging shape and when the user attempted to remove the device, the device disconnected from the cable, embolizing into the patient's left atrium. The device did not occlude the patient's blood flow. The patient immediately became unstable. The patient went into cardiac arrest while waiting to transfer to cardiac surgery. Defibrillation efforts were made and were unsuccessful and the patient passed away. Related manufacturing reference number 2135147-2022-00526-00 (death, cardiac arrest)